Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported, if the patient was hospitalized for the event. Treatment, cause and outcome were not reported. Additional information was requested but is not available.